Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the trigger was pressed, clip positioned at tip, very lose and clip fell off without pressing or deploying the handle. Retried and checked multiple times and clip kept falling out with subsequent reloads.

Event description:
It was reported that the trigger was pressed, clip positioned at tip, very lose and clip fell off without pressing or deploying the handle. Retried and checked multiple times and clip kept falling out with subsequent reloads.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1800166 was manufactured on 05/07/2018 a total of (B)(4) pieces. Lot was released on 05/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The jaw spring appears to be disengaged from the top jaw. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. It was observed that the top jaw did not close completely. This was repeated with the same result for the next clip. The sample was disassembled to inspect the internal components. It was confirmed that the jaw spring was disengaged from the top jaw, which prevented the top jaw from closing completely during loading of the clips. A microscopic examination of the jaw spring was performed , and a burr was observed on one of the tips of the jaw spring. It appears that the burr on the jaw spring allowed the jaw spring to become disengaged from the top jaw. The clips were also found to be out of position and stacking on one another. The clip stacking could also prevent the clips from properly loading into the jaws. The sample was returned with 8 clips remaining indicating that 7 clips were fired by the end user. Since the jaw spring is a purchased part, the defective jaw spring is a supplier related issue. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It appears that the burr on the jaw spring allowed the jaw spring to become disengaged from the top jaw and prevented the top jaw from closing completely during loading of the clips. Since the jaw spring is a purchased part, the defective jaw spring is a supplier related issue. The reported complaint of "clip fell out prior to deployment" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. The jaw spring appeared to be disengaged from the top jaw. The device was returned with 8 clips remaining indicating that 7 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly. Upon disassembly, it was confirmed that the jaw spring was disengaged from the top jaw, which prevented the top jaw from closing completely during loading of the clips. A microscopic examination of the jaw spring was performed , and a burr was observed on one of the tips of the jaw spring. It appears that the burr on the jaw spring allowed the jaw spring to become disengaged from the top jaw. Since the jaw spring is a purchased part, the defective jaw spring is a supplier related issue. A non-conformance has been opened to further investigate this issue.